Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified ventralight st mesh. The patient's attorney alleges the patient had subsequent intervention due to the hernia mesh device. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh. Per operative notes, ¿numerous anterior abdominal wall adhesions were taken down and hernia contents were reduced. A ventralight st mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with abdominal wound infection. (B)(6) 2016 - patient was diagnosed with abdominal pain. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of unknown mesh. (Note: no op-notes were provided for this procedure.) Attorney alleged that the patient had infection, small bowel loops, hernia recurrence, pain and suffering.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralight st mesh, patient was diagnosed with infection, hernia recurrence and abdominal pain. The instructions-for-use supplied with the device lists infection, hernia recurrence and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified ventralight st mesh. The patient's attorney alleges the patient had subsequent intervention due to the hernia mesh device.